Manufacturer narrative:
Correction on initial report: omit concomitants 8015 & 8100. Concomitant products: 100ml fresenius kabi intralipid 20% IV fat emulsion bag, lot 10ic8291, exp 2/2017, therapy date (B)(6) 2015. The customer's report of a cracked accuslide was confirmed. Visual inspection of the set noted a crack on the top base of the accuslide. The crack measured about 3 inches long and ran parallel to the direction of the fluid flow. No other signs of strain or stress marks were found. Functional testing was performed and leaking was observed from the crack. The root cause of the cracked accuslide was molded-in stress introduced during the accuslide manufacturing process.

Event description:
The customer reported the accuslide cracked while infusing lipids. The lipids were stopped and the tubing replaced.

Manufacturer narrative:
.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the tubing broke at silicone segment while infusing lipids. The lipids were stopped and the tubing replaced.